Manufacturer narrative:
Additional information was received on february 8, 2016 on this event. The patient was (B)(6), female, black or african american. The patient did require hospitalization and intervention to prevent permanent damage. The patient underwent catheter ablation on (B)(6) 2015. On (B)(6) 2015, the patient was admitted for suspected esophageal injury due to chest pain. On (B)(6) 2015, an upper endoscopy (egd) showed thermal injury to the distal portion of the esophagus. An echo showed no pericardial effusion, and a CT showed no free air/fluid. The patient was made nil per os (npo) and monitored. An egd on (B)(6) 2015 showed that the esophageal injury was healing. The patient was discharged on (B)(6) 2015. In addition, the patient has a history of paroxysmal atrial fibrillation with lifestyle limiting arrhythmias, post-traumatic stress disorder and anxiety, dyspnea on exertion. (B)(4).

Manufacturer narrative:
Additional information was received on january 19, 2016 on the patient¿s diagnosis. The patient actually has an esophageal ulceration and not an esophageal fistula. The patient is currently stable.(B)(4)

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: lasso nav eco catheter(model# d-1349-09-s lot # unknown). Smartablation pump (model# unknown serial# unknown). 10fr cartosound catheter (model# unknown lot# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional navigation catheter and a smartablate system rf generator and suffered an esophageal injury questionable esophageal fistula requiring monitoring. The patient returned to the hospital with heartburn symptoms on (B)(6) 2015. Esophageal injury confirmed via upper endoscopy. The patient was admitted to the hospital and was discharged on (B)(6) 2015. The patient's condition has since improved. The physician's opinion regarding the cause of this adverse event is that it was product related and procedure related. Esophageal injury prevention measures included: temperature probe, low power, and decreased ablation time at posterior wall. There were no error messages observed on any biosense webster equipment during the procedure.